Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the cause of the empty pump was not determined. The hypovolemia was not related to the device or therapy.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (2.0 mg/ml at 0.8239 mg/day), bupivacaine (30.0 mg/ml at 12.358 mg/day), clonidine (400.0 mcg/ml at 164.77 mcg/day), and baclofen (400.0 mcg/ml at 164.77 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient had been hospitalized for three months and the pump had been alarming 'for quite some time.' The patient was scheduled for follow-up. On (B)(6) 2017 the patient reported they were treated for severe diarrhea, weakness, and pain while in the hospital for hypovolemia. The patient's pump was refilled and decreased 70%, as the pump had been empty for greater than one month, to avoid symptoms of over-medication. The clinical diagnosis was intrathecal opioid withdrawal. The outcome was resolved without sequelae on (B)(6) 2017. The etiology was noted as related to the device or therapy, not related to the implant procedure, and related to the drugs hydromorphone, bupivacaine, clonidine, and baclofen with the drug action that caused the event being empty pump reservoir. No further complications were anticipated/reported.